Manufacturer narrative:
(B)(4).

Event description:
Same case as user facility report # 30100120000-2011-8022. It was further reported that the ivus was removed and approximately 5cm noted to be missing and retained in the rca. Patient required transfer to tertiary care center for possible removal of catheter tip.

Event description:
It was reported that during a percutaneous coronary intervention, the tip of the catheter detached. The 70% stenosed lesion was located in the non-tortuous and moderately calcified proximal right coronary artery (rca). Lesion was pre-dilated with a 1.5x8mm apex balloon. Physician attempted to place 2.5x12mm promus to the mid rca; device would not cross the lesion. Lesion was dilated again with 2.0x8mm apex balloon. Physician attempted to place same 2.5x12mm promus; again would not cross the lesion. Physician then choose to place that 2.5x12mm promus and deployed in the proximal rca. An nc quantum 2.0x8mm balloon was then used to post-dilate placed 2.5x12mm promus and mid rca. Physician advanced a second 2.5x12mm promus to the mid rca, decided that the stent was too short and removed from patient un-deployed. Physician then took 2.5x15mm promus and would not cross stent placed in proximal rca, non-bsc stent was also advanced and would also not cross the proximal stent. Physician then requested the un-deployed 2.5x12mm promus and noted that the sent was no longer on the balloon. Dislodged stent was located in the proximal rca. A non-bsc stent was advanced to the proximal rca in attempt to crush dislodged stent; however the device would not cross the dislodged stent. Physician took a 2.5x15mm nc quantum and expanded dislodged 2.5x12mm stent in the proximal rca. Mid rca was then treated with 2.5x18mm non-bsc device. Physician then decided to ivus the treated mid to proximal rca. An atlantis sr pro was loaded onto non-bsc guidewire. Ivus advanced to proximal rca and would not cross the placed stent. Physician attempted to remove the atlantis and got stuck in the stent placed in the proximal rca. Physician used significant force to remove the atlantis and the tip of the device and guidewire detached inside the patient. The physician attempted to snare atlantis and guidewire but was unsuccessful. Procedure had to be stopped due to radiation time greater than 200 minutes. Atlantis and guidewire tip were snared in a later procedure. There were no additional patient complications reported and the patient's status is stable.

Manufacturer narrative:
Corrected: event date: from (B)(6) 2011 to (B)(6) 2011. Updated: describe event or problem. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as user facility report # 30100120000-2011-8022. It was further reported that the ivus was removed and approximately 5cm noted to be missing and retained in the rca. Patient required transfer to tertiary care center for possible removal of catheter tip.